Manufacturer narrative:
During the onsite visit the company representative replaced the euf board, motorized mirrors, and beam splitter. The system was verified per specifications. Review of the logfiles for the day of treatment shows during start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The user performed first treatment on left eye without any problem and issue. During second treatment on right eye the error message occurred. Due to this error the treatment was aborted. The user tried to perform energy check two times, but the same error message occurred. Then the user restarted system. After restart the user performed further energy checks without success, the same error repeated. The reported event could be confirmed according to the logfile. Without sample the root cause could not be determined conclusively. The possible root cause is a faulty motorized mirrors or faulty euf board. (B)(4).

Manufacturer narrative:
Software revision: (B)(4). The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that a low energy error message displayed after one third of the flap was created during a lasik flap procedure. The flap was not completed, so the procedure was aborted. The system was rebooted but the laser did not pass calibration tests. The remaining procedures were canceled for the day.